Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that tower door 4 was not operational. A field service engineer substituted the controller board and all four latches to rectify the problem. The contact information was kept blank due to no information was provided by the technical support specialist. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by customer that the pyxis medstation es system door is not being recognized as closed. A customer reported that there was a delay in the dispensing of medication for the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, d9, g1, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 28-nov-2022 to 27-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system door was not recognized as closed. A field service engineer found that tower door 4 was not opening during inspection. Replaced controller board and all latches with new soldered latches to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by customer that the pyxis medstation es system tower door is not being recognized as closed. A customer reported that there was a delay in the dispensing of medication for the patient. There were no adverse events or injuries reported based on this event.